Event description:
Severe hyper beating of the heart. It's been happening for a year now. The pacemaker (abbott model #pm2272) was inserted (B)(6) 2020. The rapid heart beat occurs with or without exertion and continues frequently for hours at a time. FDA safety report ID# (B)(4).